Event description:
It was reported via phone call that the customer was driving and hit a guard rail. The emergency medical services was called. Customer's blood glucose level at the time 29 mg/dl. Customer was treated with glucagon injection. It was not mentioned if the customer was wearing the insulin pump during the time of the incident. Troubleshooting was declined. Customer stated he was exercising in the sun prior to the incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.